Manufacturer narrative:
The device was not available for evaluation since it was discarded at hospital. Without return of the product, it is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use with patient, the blood pressure value obtained with this flotrac sensor was too high and inaccurate. The expected value according to patient status was around 100 mmhg; however, the value provided by the device was unable to be obtained. The patient was not treated according to the inaccurate value. There was no allegation of patient injury. The device was not available for evaluation, since it was discarded.

Manufacturer narrative:
Updated section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. During the manufacturing process there are controls to avoid potential causes related to the reported malfunction.